Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always check that your cartridge has enough insulin to last through the night before going to bed. If you are sleeping, you could fail to hear the empty cartridge alarm and miss part of your basal insulin delivery.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized with a blood glucose (bg) level of 450 mg/dl. Reportedly the customer received a low insulin notification, but customer did not perform a cartridge change and ultimately ran out of insulin. After performing a cartridge change the following day, the customer delivered a bolus via the pump to address bg prior to the ER visit. The customer was treated with insulin and calcium to address the elevated bg. The customer was discharged (B)(6)2025 with no permanent damage sustained. The customer continued to use the pump for insulin therapy. System check with technical support confirmed the pump and pump supplies were functioning as intended.